Event description:
(B)(4) states that the provider changed the customers wheels locks back in (B)(6) of 2013 because they were not working. Provider states that the customer is now having the same issue with the wheel locks not locking. No additional information provided.